Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds0706-xtw device referenced in b5 is filed under separate medwatch report number cn-221307.

Event description:
It was reported that a patient presented with grade 4+ mixed mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. During the deployment sequence, the xtw clip (31026a2087) opened during establish final arm angle (efaa) before the lock line was removed. The clip was closed and had opened to 20-30 degrees going from a neutral knob position with the arm positioner. Troubleshooting was performed, but the clip continue to open. The clip was removed and a replacement xtw clip (31101r1037) was opened. During placement of the replacement xtw clip there was no improvement of mr grade (4+ to 4+), and there was evidence of leaflet damage after use. An additional clip was planned, but not used due to concerns with the leaflet integrity. Surgery was consulted and it was determined that intervention was not required. The steerable guide catheter (sgc) was removed and the case was aborted. There was a delay, but it was not clinically significant.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.